Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). No malfunction was detected during the investigation. According to the (fse), the reported issue induced by the connected compressor in complaint (B)(4). Calibration and functionality checks to factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that the ventilator alarmed for low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).